Manufacturer narrative:
Dumortier j, et al. Mechanical hemolysis after transjugular intrahepatic portosystemic shunt can occur with covered stent. Clin res hepatol gastroenterol (2019), https://doi.org/10.1016/j.clinre.2019.09.006. As the date of event is unknown, the date of the article 09/06/2019 will be used as date of event.

Event description:
This information was received through literature article "mechanical hemolysis after transjugular intrahepatic portosystemic shunt can occur with covered stent. Clin res hepatol gastroenterol (2019). The article reports the case of a patient who presented with symptomatic hemolysis after transjugular intrahepatic portosystemic shunt (tips) insertion in (B)(6) 2019 using ptfe-covered stent, needing tips revision in (B)(6) 2019 with favorable outcome.